Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic which resulted in peritoneal cloudy effluent coincident with peritoneal dialysis (pd) therapy. The break was not further specified. The patient was hospitalized on the same day as onset of the peritonitis event. The patient was treated with vancomycin (dose, frequency and route not reported) for the event. At the time of this report, the patient was recovered from the event and was retrained on aseptic technique. Pd therapy was ongoing. No additional information is available.